Manufacturer narrative:
Investigation found that pump failed volumetric accuracy tests and pump's preventative maintenance due date was passed on (B)(6) 2012. Pump was calibrated to resolve the issue.

Event description:
Info received indicates that pump fails volumetric accuracy test at 9.23 ml. Rate and dose are 125 ml/hr and 10 ml.